Event description:
Philips received a complaint on the v60 ventilator indicating that the thumbwheel screw had broken in the base of the device, causing instability in the mount. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer communicated to the remote service engineer (rse) that they needed a replacement set of thumbwheel screws and a replacement base assembly. In a good faith effort (gfe) response from the customer received on 15may2026, it was clarified that the thumbwheel screw had broken off in the base assembly. Due to the head of the screw breaking off, there was instability of the device mounted on the stand. The customer was unsuccessful in attempting to drill the screw out. Further attempts to remove the screw resulted in irreparable damage to the base assembly, so it was determined that it would also require replacement. The customer confirmed that the base assembly and thumbwheel screws were successfully replaced and the device began to work as indented. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed through remote service with the customer. The cause of the device issue was a mechanically broken thumbwheel screw.